Event description:
The report received from the (B)(4) study indicated that during the index procedure lesions in the proximal circumflex and in the ramus were treated with 2.25x18mm cypher rx and a 2.75x13mm cypher rx, respectively. Post-procedure troponin was 0.08 ng/ml and the upper limit was 0.06. Approximately 3 weeks later, the patient returned for a planned staged procedure due to excessive dye. A lesion in the proximal rca was treated with 2 cypher stents. Approximately 3 weeks later, the patient was admitted for acute subdural hematoma after very minor forehead trauma. There was a transient episode of aphasia, and headache. Approximately 13 months after the index procedure, the patient returned with angina. Target lesion in stent restenosis in the proximal circumflex and the proximal rca were found. They were treated with re-pci. During the index procedure, pci was performed on a 70% de novo lesion in the proximal circumflex of 14mm in length in a 2.25mm vessel diameter. The (b1) lesion was not heavily calcified. The lesion was pre-dilated with a 2.0x12mm balloon at 10 atm before a 2.25x18mm cypher rx stent was deployed at 20 atm. Post-dilatation was performed with a 3.0x12mm balloon at 20 atm as a standard procedure. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. Pci was performed next on a 70% de novo lesion in the ramus of 9mm in length in a 2.75mm vessel diameter. A 2.75x13mm cypher rx stent was deployed at 12 atm by direct stenting. Post-dilatation was performed with a 3.0x8mm balloon at 20 atm as a standard procedure. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. The patient returned 3 weeks later for a staged procedure planned at the time of the index. Pci was performed on a 100% occluded de novo lesion in the proximal rca of 20mm in length in a 3.0mm vessel diameter.

Manufacturer narrative:
The (type c) lesion was not heavily calcified. Pre-dilatation was performed with two 3.0x15mm dura star balloons at 14 atm before a 3.0x28mm cypher rx stent was deployed at 16 atm. Post-dilatation was performed with the 3.0x15mm balloon at 20 atm as a standard practice. Because the stent did not fully cover the lesion, a 3.0x18mm cypher rx stent was deployed at 18 atm, proximal to the previous stent. Post-dilatation was performed with the 3.0x15mm balloon at 20 atm as a standard practice. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure, respectively. Concomitant medications ((B)(6) 2010): pre-procedure medications included aspirin, statins. Intra-procedure medications included bivalirudin. Post-procedure medications included clopidogrel and aspirin. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. This is one of three events associated with the reported event that were submitted under the following manufacturer numbers 3003742446-2011-00365, 3003742446-2011-00366 and 3003742446-2011-00367.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced restenosis, and slightly elevated cardiac enzymes after having coronary artery stent implanted. The patient's medical history is significant for angina, reynaud's disease, family history of coronary artery disease, hyperlipidemia, gastric reflux disease and an allergy to penicillin. The indication for the procedure was stable angina pectoris and a positive functional test for ischemia. The target lesions for the index procedure were the proximal circumflex artery (cfx) and the ramus branch. The cfx was described as de novo and 70% stenosed. The lesion was pre-dilated with a non-cordis balloon followed by the implant of a 2.25mm x 18mm cypher stent at 20atms. The stent was post-dilated per routine and the reported residual stenosis was 0%. The ramus was described as de novo, and 70% stenosed. The lesion was direct stented with a 2.75mm x 13mm cypher stent at 12 atms. The stent was post-dilated per standard routine and the reported residual stenosis was 0%. The site reported that 16-24 hours post-procedure, the troponin I was 0.08, unl 0.06. Approximately three weeks later, a staged procedure was performed for treatment of the proximal right coronary artery (rca). The proximal rca was described as de novo and 100% stenosed (less than 3 month's duration). The lesion was predilated followed by the implant of a 2.5mm x 28mm cypher stent at 16 atms. A 3.0mm x 18mm cypher stent was then implanted at 18 atms, proximal and overlapping the first. The stents were post-dilated per routine procedure and the reported residual stenosis was 0%. Approximately thirteen months later chest pain inspired angiography revealed restenosis in the proximal rca and the cfx. The events were treated with the implant of drug eluting stents and resolved without further sequel. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Restenosis is also a known potential adverse event associated with implanting coronary artery stents and the progression of coronary artery disease. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hyperlipidemia and family history. There is no indication that there is a design or manufacturing related issue therefore no action will be taken. This is one of three events associated with the reported events that were submitted under the following manufacturer numbers 3003742446-2011-00365, 3003742446-2011-00366 and 3003742446-2011-00367.